Manufacturer narrative:
Testing and investigation found that the device touchscreen was responsive but the key alignment was off. The probably cause was due to contamination on the touchscreen due to fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen does not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.